Event description:
It was reported that post-op of laparoscopic appendectomy procedure that the surgeon mentioned he has a post op bleeds 36-48 hours post-op. Surgeon seals the patient side then specimen side then cuts between the seals. Drains were placed during the procedure and surgeon is monitoring the output of blood through the drains.

Manufacturer narrative:
(B)(4). Batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon's experience with the device for this type of procedure? What anatomical structures were cut and ligated with the device? Were there any generator alert screens? Was adequate hemostasis achieved intra-op? Were there any difficulties with the device in the initial procedure? Was the site of bleeding identified? If so, was it determined to be an area where the enseal x1 was used. What was the approximate blood loss? Has there been any medical or surgical intervention due to the bleeding? Is there any video of initial procedure available for medical and engineering review? What is the patient's current status? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon's experience with the device for this type of procedure? What anatomical structures were cut and ligated with the device? Were there any generator alert screens? Was adequate hemostasis achieved intra-op? Were there any difficulties with the device in the initial procedure? Was the site of bleeding identified? If so, was it determined to be an area where the enseal x1 was used. What was the approximate blood loss? Has there been any medical or surgical intervention due to the bleeding? Is there any video of initial procedure available for medical and engineering review? What is the patient's current status? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that post-op of laparoscopic appendectomy procedure that the surgeon mentioned he has a post op bleeds 36-48 hours post-op. Surgeon seals the patient side then specimen side then cuts between the seals. Drains were placed during the procedure and surgeon is monitoring the output of blood through the drains.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. Additional information was requested and the following was obtained: an internal rapid response call was held on (B)(6) 2021 to include post market surveillance, customer quality, quality engineering, sales, medical safety, marketing, design engineering, and local associates to discuss the enseal x1 hemostasis issues. The rep informed the team that the operating surgeon is a trauma surgeon at one of the busiest ers in the country. The facility was primarily ligasure but this surgeon has been using the large jaw quite a bit. X1 has been on their shelves for about 4 months for use. The surgeon experienced 2 post op bleeds after appendectomies. The area was totally dry when he closed. He had bleeding all of a sudden about 36-48 hours out. Both patients¿ vitals had changed. Both patients were monitored but were no brought back to the or. One patient did take longer to recover than the other. The blood was observed via the drains that were placed in the procedure. There was nothing unusual about both cases but they do see a lot of really sick patients since they work in trauma. The x1 is a bit newer to the surgeon and his technique is to coag, coag, and then cut in the middle. The team did discuss that these 2 complaints are only the 3rd and 4th appendectomy complaints out over 60000 devices sold. An external rapid response call was held on (B)(6) 2021 to include the customer (surgeon), post market surveillance, customer quality, quality engineering, medical safety, sales, and local reps to discuss the recently reported post-op bleeds. The surgeon had a procedure (B)(6) where a patient in their 40s who had continued bleeding post op that required a hospital stay, just short of a month, with multiple drains, some of which became infected. The patient also had multiple sets of imaging done. Over the entire period, the patient lost about 2.5 liters of blood, but no blood transfusion was given and the patient was not taken back to the or. It got to a point where it became too dangerous for the patient to go back to the or. The patient¿s anticoagulation medication may have also been a factor in the bleeding. The patient has fully recovered. The surgeon did indicate that he did not experience any issues and performance out of the ordinary with the enseal device during the surgeries. There were no signs of bleeding, and the drains were originally placed for possible abscesses. The surgeon plans to continue to use the enseal device. Pms communicated that globally, the x1 has been used in about 65000 procedures with minimal post operative bleeds. (B)(4) . The device is performing very well in the field.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2021.